Event description:
Boston scientific crm received information in (B)(6) 2010 that this local representative contacted technical services to report that this device, which is included in the mid-life display of replacement indicator advisory, displayed a monitoring voltage of 2.57 volts with a charge time of 18.4 seconds. Subsequently, this patient's latitude monitoring system detected a red alert (device battery has reached end of life (eol)). The local representative and the clinic nurse were notified. The clinic nurse was informed that due to the battery status indicator, alert monitoring and remote interrogations with latitude could not be guaranteed. Boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory and the device was explanted and replaced without incident.

Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory for testing. The event will be reopened if additional information is received and/or the device is returned for analysis.